Event description:
It was reported there was a light pen calibration issue; unable to accurately select with light pen. Pen was replaced and recalibrated but calibration was lost after a few sessions. Multiple recalibrations attempted. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; unable to accurately select with stylus pen. Overlay found out of electrical specification. Analysis also found the usb (universal serial bus) port behind media bay door was damaged (missing the black spacer). (B)(4).